Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other: an attorney alleges the patient suddenly experienced severe chest pain and numerous electric shocks and jolts, which caused him to believe he was having a "major heart attack". The attorney also alleges the pain caused the patient to collapse. The leads were replaced. No further patient complications have been reported as a result of this event. Additional report from the attorney alleges the ventricular lead had 'documented high impedance and oversensing' which resulted in inappropriate shocks. No conclusion can be drawn. Impedance, high, oversensing, shock, inappropriate.

Event description:
An attorney alleges the patient suddenly experienced severe chest pain and numerous electric shocks and jolts, which caused him to believe he was having a "major heart attack". The attorney also alleges the pain caused the patient to collapse. The leads were replaced. No further patient complications have been reported as a result of this event. Additional report from the attorney alleges the ventricular lead had 'documented high impedance and oversensing' which resulted in inappropriate shocks.